Manufacturer narrative:
Insulin pump failed displacement test 54.1 units remaining on the status screen followed by a motor error alarm during rewind due to motor encoder signal out of phase. Insulin pump received with cracked case at display window corners and reservoir tube. Insulin pump received with minor scratches on lcd window.

Event description:
Customer reports to have received a motor error alarm. Customer's blood glucose was 179 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.